Manufacturer narrative:
(Concomitant products): 2.5 x 15mm non-cordis balloon, 3.5 x 28mm cypher stent, 4.0mm non-cordis balloon, 3.5 x 8mm cypher stent evaluation: a patient from the (B)(4) study experienced a coronary artery occlusion and a coronary artery dissection post implantation of two cypher stents. The following day, the patient was diagnosed with a myocardial infarction. During the index procedure, the patient had a 3.0 x 18mm cypher stent deployed at18atms in the mid lad. Jailing of the first diagonal was noted. No treatment was reported. A 90%, 18mm, de novo, b2-type, lesion in the mid rca was also treated. The lesion was predilated with a non-cordis balloon before a 3.5 x 28mm cypher stent was deployed at 18 atms in the mid rca. The rated burst pressure indicated in the IFU is 16 atmospheres. The stent was post dilated with a non-cordis balloon, per standard practice. Angiography revealed a dissection at the proximal edge of the rca stent. This was successfully treated with implantation of a 3.5 x 8mm cypher stent proximal to and overlapping the first stent. Approximately one day post the index procedure, the patient experienced elevated cardiac enzymes. The patient was ruled in for mi. This was treated medically and the patient was discharged in stable condition approximately 20 hours post procedure. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Coronary artery occlusions and dissections are inherent risks of the procedure. The IFU states that placement of a stent has the potential to compromise side branch patency. Pci of lesions located next to a coronary bifurcation are at risk to cause a side branch occlusion. Common techniques to prevent occlusions during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. Dissections are known potential adverse events during pci. In the precautions section of the IFU it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. Additionally, inflation of balloons over the recommended rated burst pressure may lead to excessive intimal damage and higher potential for vessel dissection. The myocardial infarction reported post procedure is likely to be related to the jailing of the first diagonal branch and the intra-procedural dissection. Based on the information available, there are possible vessel characteristics (bifurcation) and procedural factors that may have contributed to these events. This is one of three reports submitted for related events in the same patient. Please reference MFR report #s: 3003742446-2010-00275, 3003742446-2010-00277, and 3003742446-2010-00278.

Event description:
The email received for the (B)(4) study indicated that this patient had a 3.0 x 18mm cypher stent deployed to 18atms in the mid lad. It was noted that the diagonal branch was jailed during the stent implant. No treatment is reported. A 90%, 18mm, de novo, b2-type, lesion in the mid rca was also treated. The lesion was predilated with a 2.5 x 15mm balloon inflated to 12 atms. A 3.5 x 28mm cypher stent was deployed to 18 atms in the mid rca. The stent was post dilated, per standard practice, with a 4.0mm non-cordis balloon inflated to 20 atms. Angiography revealed a dissection at the proximal edge of the stent. This was successfully treated with implantation of a 3.5 x 8mm cypher stent proximal to and overlapping the first stent. Approximately one day post the index procedure, the patient experienced elevated cardiac enzymes (peak total ck 712, peak ck-mb 52.9, peak troponin 11.9). The patient was ruled in for mi. This was treated medically and the patient was discharged in stable condition approximately 20 hours post procedure.

Event description:
Adjudication minutes received that the first target lesion in the mid rca was treated with balloon angioplasty, placement of two study stents and post-stent balloon angioplasty. The second stent was placed in overlapping fashion to treat an edge dissection. The angiographic core lab reported a 19 % final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the mid lad was treated with one study stent and post-stent balloon angioplasty. The discharge summary noted the procedure was complicated by some jailing and snowplowing of the ostium of the diagonal, though timi 3 flow. For the bifurcating 2nd diagonal branch, the angiographic core lab reported a 0% stenosis pre-procedure and 80% final residual stenosis. The procedure ended at 14:20. The patient had no complaints of angina post-procedure but did have one three-beat run of non-sustained ventricular tachycardia.

Manufacturer narrative:
A patient from the (B)(4) study experienced a coronary artery occlusion and a coronary artery dissection post implantation of two cypher stents. The following day, the patient was diagnosed with a myocardial infarction. These events have previously been reported. Additional information received from the cec adjudication minutes indicated that there was "snow plowing" of the diagonal post cypher stent deployment. Additionally, the patient had a ventricular tachycardia post procedure. During the index procedure, two lesions were treated: the mid rca and the proximal lad. The mid rca was described as 90% stenosed, 18mm, de novo, b2-type. The lesion was predilated with a non-cordis balloon before a 3.5 x 28mm cypher stent was deployed at 18 atms in the mid rca. The rated burst pressure indicated in the IFU is 16 atmospheres. The stent was post dilated with a non-cordis balloon, per standard practice. Angiography revealed a dissection at the proximal edge of the rca stent. This was successfully treated with implantation of a 3.5 x 8mm cypher stent proximal to and overlapping the first stent. The angiographic core lab reported a 19 % final residual in-lesion stenosis and timi 3 flow. The second target lesion in the mid lad was treated with a 3.0 x 18mm cypher stent deployed at 18atms and post-stent balloon angioplasty. The discharge summary noted the procedure was complicated by some jailing and snowplowing of the ostium of the diagonal, though timi 3 flow was maintained. The angiographic core lab reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. The patient had no complaints of angina post-procedure but did have one three-beat run of non-sustained ventricular tachycardia. The following day, post the index procedure, the patient experienced elevated cardiac enzymes. The patient was ruled in for mi. This was treated medically and the patient was discharged in stable condition approximately 20 hours post procedure. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Coronary artery occlusions, embolism and dissections are inherent risks of the procedure. The IFU states that placement of a stent has the potential to compromise side branch patency. Pci of lesions located next to a coronary bifurcation are at risk to cause a side branch occlusion. Common techniques to prevent occlusions during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. Dissections are known potential adverse events during pci. In the precautions section of the IFU it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. Additionally, inflation of balloons over the recommended rated burst pressure may lead to excessive intimal damage and higher potential for vessel dissection. The myocardial infarction reported post procedure is likely to be related to the jailing of the first diagonal branch, the intra-procedural dissection and the "snow plowing" into the first diagonal. Based on the information available, there are possible vessel characteristics (bifurcation) and procedural factors that may have contributed to these events. This is one of three reports submitted for related events in the same patient. Please reference MFR report #s: 3003742446-2010-00275, 3003742446-2010-00277, and 3003742446-2010-00278.